Event description:
(B)(4). It was reported that thrombus occurred. In march 2015, a watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. However, 45 days after implantation a thrombus was noted in the left atrium. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported the device was a 27mm watchman. The thrombus was noted in the left auricle and the event is not considered related to the device.

Manufacturer narrative:
(B)(4).